Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of non-physiologic artifacts in primary vector. Technical services reviewed available device data and noted re-programming to secondary vector was not an option and recommended troubleshooting to exclude lead impairment. The physician decided to replace both the s-ICD and the electrode. Besides the inappropriate shock and surgical intervention, no additional adverse patient effects were reported. Both the s-ICD and electrode are expected to be returned for analysis.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of non-physiologic artifacts in primary vector. Technical services reviewed available device data and noted re-programming to secondary vector was not an option and recommended troubleshooting to exclude lead impairment. The physician decided to replace both the s-ICD and the electrode. Besides the inappropriate shock and surgical intervention, no additional adverse patient effects were reported.